Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) has been confirmed. Upon evaluation of the electrode belt, the trunk cable connector was damaged and was unable to connect to a monitor. The root cause for the damaged connector could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to securely latch to a monitor.